Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and was found to have the jaw cover torn. The tears measured roughly 0.3850" x 0.0540". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover is extended to the base of the jaws. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to misuse.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the insulation was damaged (torn). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was checked beforehand, and no damage was visible. The torn insulation was seen during free preparation and the instrument was removed.